Manufacturer narrative:
Section a: patient weight information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent transplant. Whether the outcome was device or therapy related was not provided by the customer. The pump was explanted and it was unknown if the device would be returned for evaluation.